Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial hepatectomy, wherein the device was being used with a foot pedal. It was working well on the earlier part of the procedure, and then the sealing became poor and it took long for the audible tones to be heard. The doctor would activate it on liver tissue with the jaws open and then slowly closes the jaws on tissue. The device was used in a "non-traditional" way of partially closing the jaws on liver tissue and activating the foot pedal to dissect out the liver tumor. There was no re-grasp alert tone and an end tone was heard. Another device was used to complete the procedure. There was no patient injury.